Event description:
The customer reported the system displayed an iris potentiometer error message which would prevent the system from booting up. There is no report pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris potentiometer was replaced. The system was then found to be operating as intended.